Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was observed. Iol returned pressed down on two (2) posts of the lens case base resulting in gross optic damage. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The optic is torn/split-cut as a result of being pressed down to the lens case post. Unable to conduct dimensional testing due to condition of returned sample. A used cartridge was returned. Inadequate viscoelastic is observed in the cartridge. No viscoelastic is observed in the nozzle or the tip. The nozzle is cracked on the right side. This damage progresses into a split when it enters the thinner tip ending in an aneurysm. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. The root cause is most likely related to a failure to follow the dfu. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that an during an intraocular lens (iol) implant procedure, the lens broke during delivery. The procedure was completed with another iol.